Event description:
Additional information was reported by patient stating they have had excruciating pain for the last two days in their vaginal area and their right thigh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: 2021, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 (B)(4) (con): information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. The basic evaluation began (B)(6) 2021. It was reported that the patient was still in the hospital room (the day after) having their procedure done. On (B)(6) 2021 the patient stated that they were in pain and were on pain medication to help with this. The patient stated that it is was severely painful on their left buttock area. They were gushing leaking at the hospital while they were still there and they were still doing this. They¿ also stated that they had a major episode of a diarrhea accident while at the hospital. They stated that the diarrhea went under the bandage for their device. The doctor was able to help them clean this up. The patient also stated that they were very dizzy after the procedure and that they were having trouble breathing after the procedure. The doctor's had to put them on oxygen because of this. The patient stated that they were constantly leaking. Every time they moved, they leaked. On (B)(6) 2021, the patient was on their way to the doctor. They stated that their leads had come halfway off and they were bleeding from the incision site. The patient also stated that it was very painful. They also said that they injured themself when trying to move out of their bed. They noted that when they leak, sometimes it would go up their buttocks and cause a rash. The patient called the stimulation a shoot of electricity.